Event description:
It was reported that the physician's usb-to-db9 adapter cable was malfunctioning. Troubleshooting was performed as follows. The wand battery was checked to verify it was powering the wand. Attempts to interrogate a demo generator with the programming system as-is were unsuccessful. A known working wand and serial adapter cable were used with the existing tablet with no issues encountered. The involved wand was substituted back for the known working wand and was successful. The suspect cable was used with the known working wand and was unable to interrogate the demo generator. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection. No additional pertinent information has been received to date.